Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., corrected data: evaluation codes method was corrected from 4114-device not returned c139460 to 4115-device discarded c139461.

Event description:
The customer reported sphb trend did not shift throughout a procedure with massive amount of blood loss and 2 units of prbc transfused. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported sphb trend did not shift throughout a procedure with massive amount of blood loss and 2 units of prbc transfused. No patient impact or consequences were reported.